Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button is intermittently unresponsive when pressed and the keypad is lifting. The pt reported that the unresponsive button issue began several weeks prior to contacting animas; however, the lifting keypad was noticed on the day she contacted animas. There was no adverse event associated with this complaint.